Event description:
During a colonoscopy procedure, the physician used 3 cook endoscopy triclip endoscopic clipping devices to clip a 1.5cm tear in the patient's rectum. The colonoscope was described to be in a slightly curved position. The clipping devices were advanced through the colonoscope to the site to be clipped. Difficulty was experienced advancing the spools forward in attempt to close the clips onto the tissue site. At this time, the opened clips detached in the patient were retrieved with a snare. Post procedure, the patient's condition was reported as fair.